Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected due to radiofrequency (rf) telemetry with the latitude communicator home monitoring system. It was recommended to optimize the placement of the communicator to attempt to mitigate rf interference. The device remains in service. No adverse patient effects were reported.